Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in shock impedances. This is a single coil lead and the impedance measurement was 117 ohms. Boston scientific technical services (ts) discussed that this is a normal measurement for a single coil lead. Additional information was received that this patient was undergoing defibrillation testing when it comes to this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead due to an increase in shock impedance measurements the last couple years. The patient was sedated and a 41 j shock was delivered. Immediately after this telemetry was lost and it was not possible to interrogate the ICD despite changing the antenna, wand and programmer. The patient will be scheduled for a device explanted and replacement. No additional adverse patient effects were reported. Additional information noted the device was explanted. It was noted that the proximal part of the electrode showed insulation damage. The proximal portion of the electrode and the device will be returned. No additional adverse patient effects were reported.

Event description:
Upon receipt at our post market quality assurance laboratory external visual inspection noted starched on the deice case. All seal plug were intact and setscrews operated normally. X-ray inspected noted that the plasma fuse was blow and the cause of the no telemetry condition was due to electrical overstress to the device. This type of damage is considered with the device firing a shock into a shorted lead.